Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/29/2015 with the following findings: during investigation, the keypad cover was observed to be peeling off the base. Multiple cracks were observed in the battery compartment. Evaluation revealed contamination under all of the button contacts. In addition, the display was found to be dim, fading and discolored. Unrelated to the complaint, the contrast button was intermittently unresponsive, which has no effect on insulin delivery function. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed multiple cracks in the battery compartment and contamination under all of the keypad button contacts. Evaluation also revealed that the display was dim, fading and discolored. The battery cap was damaged with stripped threads. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 07/29/2015.